Event description:
It was reported that the patient significantly moved her arm after the implant procedure of her implantable cardioverter defibrillator system. Her right ventricular lead and left ventricular lead exhibited unacceptable lead measurements and x-ray imaging confirmed that the leads were dislodged. On (B)(6) 2018, the left ventricular lead was explanted and replaced with a medtronic lead. The right ventricular lead was repositioned but was unable to produce good electrical measurements. The right ventricular lead was explanted and replaced successfully. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
Final analysis found the complete lead was returned measuring at 86.1 cm. Visual inspection and electrical testing did not indicate any anomalies. S-curve evaluation of the lead noted that the dimensions were within specifications.